Event description:
AED was returned and found to have a faulty option button.

Manufacturer narrative:
(B)(4). Conclusion: this is being reported due to the fact that it cannot be conclusively determined that a recurrence wouldn't delay therapy from being provided.